Event description:
(B)(4). For the last 5 years I have had lower back and hip pain that has progressively gotten worse. I know have pain in all my joints and irregular menstrual cycles. My device was covered by my insurer which at the time was (B)(6).